Event description:
The following information was reported: there were 2 stick punctures and multiple sheath exchanges. There was a device balloon rupture which occurred during pull back to the arteriotomy, manual compression was applied for 20 minutes. The patient was administered IV antibiotics due to the interventional surgery (not due to mynx). The patient was not hospitalized. Stick location: left common femoral artery, procedure: peripheral.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.